Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic after receiving an alert on their pacemaker. Device interrogation showed the pacemaker was in backup mode due to an unspecified issue. The patient was asymptomatic. The device was programmed back to normal settings. The patient was stable throughout the procedure.